Event description:
Per the surgeon's report, the pt's device was explanted in 2007, four days after surgery. Due to ossification, only seven electrodes had been inserted into the cochlea. This was confirmed by a post-operative CT scan. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device was examined and no fault was found. This is a final report. Labeling - this type of event is addressed in the device labeling.